Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. Observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lump/nodule.

Event description:
Healthcare provider reported rupture for an unknown side and " a solid nodule within the left breast at 2 o'clock, 3cm from the nipple. Appearances are very consistent with fibroadenoma" device remains implanted.